Manufacturer narrative:
(B)(4). Investigation results. Only a piece of the inner shaft of the wallflex fully covered biliary stent was returned for analysis. Visual examination of the returned inner shaft found that it was kinked and stretched at the break point. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex¿ biliary fully covered stent was used during an endoscopic retrograde cholangiopancreatography (ercp) stent placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician began deploying the stent but he felt resistance, the catheter stretched and it was difficult to deploy the stent. By using extra force, the physician was able to deploy the stent successfully. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the inner shaft was detached.